Event description:
A nurse reported that during surgery, the doctor noticed a burr on the end of the trocar probe and stated he believes it caused a subconjunctival hemorrhage on the pt. They changed to aother trocar and he saw a burr, they then changed to a 3rd trocar and completed the case. Add'l pt info has been requested.

Manufacturer narrative:
Two trocar cannula samples were received with protective cover on tip. Investigation and root cause analysis is in progress.